Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusion can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported tray catalog number, catheter material number, tegaderm material number, or steri-strip tape material number. Chloraprep is not a supplied component contained within the reported tray catalog number. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event #1: reports extreme dermatitis (raised, "beefy red", slightly itchy) at catheter insertion site and along epidural catheter path approximately 1 to 1.5 inches wide. This occurred with two patients. The epidural catheter was placed in t 8-9 for lower abdominal surgery in two patients. Chloraprep was used as skin prep prior to placement of catheters; tegaderm and paper tape was used to secure the epidural catheter in place. The catheters had been in place approximately 3 to 5 days. The area was treated with a local steroid cream. Since there had been no dissipation in redness or condition, a dermatologist consultation was made. During a follow-up call with the reporter, the physician stated that there is no additional info available regarding the incidents or the condition of the patients.